Manufacturer narrative:
Additional information was added to h6 and h10: h10: the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a capd disconnect y set leaked where the tubing enters the bag. This occurred after use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3., d10: the event occurred on an unspecified date in january 2024, reported as "in the past ten days." Should additional relevant information become available, a supplemental report will be submitted.